Event description:
It was reported that a patient was at home when they experienced right sided weakness and aphasia. On admission to the hospital the patient was found to have a blood pressure (bp) of 100 via doppler. The patient was managed for a bp mean arterial pressure (map) in the 80s. As reported, the patient's international normalized ratio (inr) had been therapeutic, the patient was found to be resistant to aspirin, and additional anti platelet (plt) agents had been added. It is stated that the patient had a transient ischemic attack (tia); and the symptoms resolved quickly. As reported: "full resolution of function no long term effects." No additional information was provided.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including cardiac arrhythmias, multi organ failure and death have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Device remains implanted.

Manufacturer narrative:
The pump remains implanted. No additional information was provided. According to the IFU,tia and/or neurologica dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors; such as ", the patient was found to be resistant to aspirin, and additional anti platelet (plt) agents had been added" are possible contributing factors. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.